Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 04, 2017 was filed inadvertently, no antibiotics were prescribed or serious injury has occurred. This report is submitted on july 10, 2017.

Manufacturer narrative:
This report is submitted on july 4, 2017.

Event description:
Per the clinic, the patient experienced chronic pain at the implant site, first occurring in (B)(6) 2015. The patient was treated with antibiotics; however, the issue did not resolve. The patient is currently being clinically managed by their healthcare provider.